Manufacturer narrative:
Not product was returned for evaluation. Not lot number was provided; therefore, the device history record review and the complaint history review could not be performed. Appropriate documentation was reviewed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. Without the returned product, there is not enough evidence to form a conclusion on the reported event of loosening screw. Therefore, the complaint is non-verifiable. No root cause can be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that an unknown zimmer screw loosened in tooth location 30. The screw was replaced with a new one.

Manufacturer narrative:
(B)(4). Age : not provided. Patient weight : not provided. Brand name : not provided. Device product code: not provided. Catalog and lot number: not provided. Email address, fax number: not provided. PMA/510(k) number : not provided. Device not returned.

Event description:
It was reported that an unknown zimmer screw loosened in tooth location 30.